Event description:
Two proximal denali set screws backed out and 5 additional set screws were loose in an l2-l5 construct approximately one month post-operatively. The patient was revised.

Manufacturer narrative:
The implants have not yet been received by the manufacturer. Once received, a thorough evaluation of the parts will be conducted along with a review of all available films, in an effort to determine the root cause.

Manufacturer narrative:
A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. On two of the set screws the damage to the side of the set screw that contacts the rod is consistent with the rod not being properly seated in the pedicle screw. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. Manufacturer is not expecting additional information and considers this to be a closing report.